Manufacturer narrative:
The customer has indicated that the device and serial number are not expected to be returned to medtronic. Additionally, this product event investigation is pending. At this time no definitive conclusion can be made regarding the clinical observation. A supplemental report will be submitted when the investigation is completed or additional information is received. (B)(4).

Manufacturer narrative:
Additional information, based on discussion with the customer, indicates that this event was an isolated incident. The root cause could not be determined, however, based on available information it is not likely related to the product. However, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional new information is provided a follow-up will be provided.

Event description:
Medtronic received information indicating that during the case, using this fusion oxygenator, air bubbles were observed on trans esophageal echo at the outlet of the arterial cannula at the descending aorta. The customer alleged that the fusion would not adequately filter out the air from the circuit. The customer stated that the bubbles came up on the arterial side of the oxy when the reservoir (vacuum: 20-30mbar) was filled with an infusion (jonosteril) with a quick flow, but only using force of gravity. Other than the fusion oxygenator with integrated filter, no separate arterial filter was used. The air bubbles were not removed from the patient and there were no adverse patient effects. The customer indicated that product return and product serial number are not expected to be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.